Event description:
It was reported that abutment screw came loose and it was already placed new one. It was placed on (B)(6) 2016 and removed on (B)(6) 2017.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. Visual inspection of the as received product identified signs of wear and discoloration due to usage around the threads and the shank. The screw retained a test abutment onto an internal connection implant as intended during functional testing. The loosening event could not be replicated. Therefore, the complaint is non-verifiable. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other complaints found to be reported against this subject. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. A root cause cannot be identified. UDI number: (B)(4).